Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The static random access memory module was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi had a problem with memory decreasing system functionality. There was no adverse patient involvement reported. There was no patient information reported.